Event description:
A user received an alarm indicating a cartridge issue during the loading process. Despite following on-screen instructions and attempting to load a second cartridge, the alarm recurred, indicating a need to replace the pump. There was no reported impact on the customer¿s blood glucose level during the event. The customer declined to share information about the backup therapy they would use during the transition.